Event description:
It was reported that the patient with this electrode presented to the hospital after receiving shock therapy. Physicians reviewed the episode and observed massive oversensing and noise, indicating the shock was inappropriate in nature. Of note, the patient reported a recent fall on their left side which resulted in injury to their left thoracic side. As such, the physician's had a strong suspicion the electrode was fractured. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was also located near the area of injury. Subsequently, the patient underwent a revision procedure, and the entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The electrode was returned intact (not severed) and was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode presented to the hospital after receiving shock therapy. Physicians reviewed the episode and observed massive oversensing and noise, indicating the shock was inappropriate in nature. Of note, the patient reported a recent fall on their left side which resulted in injury to their left thoracic side. As such, the physician's had a strong suspicion the electrode was fractured. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was also located near the area of injury. Subsequently, the patient underwent a revision procedure, and the entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.